Manufacturer narrative:
Medwatch submitted to the FDA on 08/14/2015.

Event description:
Pt reported child diagnosed with a neurological disease specified as '(B)(6)". Follow-up revealed physician confirmed child's diagnosis of (B)(6) and causality is unk. No indication of treatment. Device remains implanted. This medwatch is for the left side. See MFR report #9617229-2015-00256 for the right side.

Manufacturer narrative:
Further information from the reporter regarding device return status has been requested. No additional information is available at this time.

Event description:
The device has been explanted.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified an opening on the anterior, a flat crease, and yellow particles on inner surface of device. A leak test was performed which identified openings in the shell. Microanalysis identified one sharp opening assessed as unidentified (tear) opening, an opening/crack, and delamination of the plug strap disk shell. A fill inspection was performed and found no blockage in the valve. Based on the device analysis the final assessment is: sharp opening assessed as unidentified (tear) opening, a crack opening on diaphragm valve due to cracked valve seat diaphragm valve, and delamination of the plug strap disk shell assessed as adhesive failure.

Event description:
Patient and healthcare professional reported left side deflation. Patient reported, for a child born to the patient, a ¿new neurological diagnosis,¿ specifically, ¿autism.¿ this is not a side specific event; this record is for the left side. The device has been explanted. This medwatch is for the left side. See MFR report # 9617229-2015-00256 for the right side.